Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for qc material and patient samples. The samples were repeated on the same analyzer after troubleshooting and recalibration the questionable results had been reported outside the laboratory and corrected reports were sent for 220 patient samples. The customer stated corrections were made to sodium results that changed 5-6 mmol/l, chloride results that changed 1-2 mmol/l, and also when the change improved the anion gap results. Of the sodium data provided for eight patient samples, only the results for two patient samples were discrepant. Patient 1 initial result was 133 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial result was 133 mmol/l and the repeat result was 139 mmol/l. No patients were treated based on the wrong results. There was no adverse event. The electrode lot numbers and expiration date were requested but were not provided. The customer believed the calibration resolved the issue. The field service representative found the cap screw for sipper probe was very loose. He tightened the screw and confirmed everything was within specification. He ran mechanism checks and the customer continued running the analyzer with no issues. Upon follow up, the customer states the qc has been in range since the event.